Event description:
An abstract report from saudi arabia states that 4 peritoneal dialysis pts, with chronic renal failure and insulin-treated diabetes mellitus, experienced hypoglycemia during hospitalization. Report notes that 1 pt was comatose, upon admission. The other 3 pts experienced neurologic deterioration while hospitalized - 2 presenting with severe confusion and 1 with repetitive seizures. During symptoms, the pt's blood glucose was reportedly tested, with an unspecified accu-chek system, which yielded "normal" values (reported as 7.07 +/- 3.26 mmol/l). Simultaneous, or near simultaneous, laboratory tests revealed pt's blood glucose to be significantly lower (reported as 1.60 +/- 0.74 mmol/l). Report did not indicated if pts were treated based on the values obtained on the accu-chek system. Report states that 3 of the 4 pts were dialyzed with icodextrin (a labeled interferent for some accu-chek test strips) in the evening preceding symptomatic hypoglycemia. Two pts, for whom treatment of hypoglycemia was delayed, reportedly remained comatose and later died. The other 2 pts were promptly treated with intravenous dextrose and did not have any neurologic sequelae. One of these pts later died, from multiple organ failure. The other pt was discharged home. No product was returned to the manufacturer for eval.

Manufacturer narrative:
The event occurred in another country. Literature citation: al-dorzi h, al-sum h, and arbi y, severe hypoglycemia in peritoneal dialysis pts due to overestimation of blood glucose by the point of care glucometer: a case series, american journal of respiratory critical care medicine, 2009; 179:a3130. Report did not indicate if pts were treated, or if treatment was delayed, due to values obtained on the accu-chek system. Additionally, while maltose interference is presumed to be the cause of elevated blood glucose results, obtained on the accu-cheek system, this cannot be verified, since the report does not provide the specific type of accu-chek test strip I use (not all accu-chek test strips are subject to maltose interference).

Manufacturer narrative:
The journal article noted that the event occurred sometime between (B)(6) 2007 and (B)(6) 2008. The exact date of the event was not provided.